Manufacturer narrative:
H3: device evaluation: the lens was returned in a vial, with moisture on the product. Visual inspection found no visible damage to the lens. Dimensional and refractive (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -05.00 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, and this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6 - investigation findings: 213 should be added to the initial MDR. H6 - investigation conclusions : 4310 should be added to the initial MDR. Claim #(B)(4).